Event description:
It was reported that a user experienced insulin leakage from the cartridge and confirmed attaching the infusion set connector to the cartridge before inserting it into the pump, which can compromise the seal and lead to leaking. No symptoms were reported. Outcomes included interruption of intended insulin delivery. Investigation included complaint intake with troubleshooting and user education on correct cartridge installation. Investigation of this case revealed improper assembly technique likely contributing to the leak. It was concluded that user technique contributed to the reported event and that education on proper cartridge handling is required.